Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulty); lack of information (unknown cause of deployment difficulty). Conclusion: inherent risk of a procedure (deployment difficulty); lack of information (unknown cause of deployment difficulty).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the delivery system was advanced over a guidewire to the intended location and the stent graft deployment was initiated. The handle was rotated until it was half way down; however, the stent graft did not deploy. The physician tried to move the device by retracting the handle and at this point the stent graft started to deploy. A portion of the stent graft was still within the graft cover (unknown how many stent rings); therefore, the physician used the trigger to pull the graft cover down and deployed the remainder of the stent graft. While the tapered tip was being retracted into the graft cover, resistance was met; therefore, the physician pushed the graft cover upwards in an attempt to get the tapered tip to flush with the graft cover. When the delivery system was removed from the patient a 2 cm gap was noted between the base of the tapered tip and the edge of the graft cover. No adverse events were reported and the patient is fine. The delivery system was discarded by the user facility.